Event description:
A nurse reported issues with occlusions during an unk quantity of cataract eye surgery procedures. The reporter informed that the issue was resolved after replacing the cassette several times.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of six complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. While a sample was not returned for this event, similar complaint investigations determined that debris within the aspiration tubing resulted in the reported event. The debris has been identified as a piece of the aspiration tubing which was in advertently inserted into the aspiration line during mfg. This mfg event is believed to be related to misalignment of the tooling on the automated production line. An internal investigation has been initiated for this event. (B)(4).